Event description:
Customer reports discrepant results with meter compared to lab. (B)(6) 2010; inratio 3.5; lab 3.0. (B)(6) 2010; 3.6; 3.0. Lab draws done within minutes of the inratio results.

Manufacturer narrative:
Investigation pending.